Manufacturer narrative:
A service report completed and dated 12/03/2015 by a dmtj field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta operating manual. The details concerning individual patient outcomes indicated that all patients recovered and had healed hematomas. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. Dornier medtech america, inc. (The reporter) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002. Incident occurred in japan.

Event description:
A patient hematoma was reported after eswl treatment for renal or ureteral calculus.